Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting loss of prime alarms. It was noted that multiple cartridges from multiple boxes had been used without resolving the loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use of the pump. The current use of the black box showed no valid loss of prime events. The rewind, load, and prime steps and 24 hour duration testing were successfully completed with no loss of prime warnings being duplicated. The complaint was unable to be duplicated due to the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).